Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular complication ¿ nose necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of vascular complication ¿ nose necrosis as follows: contra-indications: ¿ "do not inject into the blood vessels (intravascular)." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional patient was injected by another physician with juvéderm® volbella¿ with lidocaine and juvéderm® volift¿ with lidocaine. After injection patient developed "vascular complication-nose necrosis" and was treated with hyaluronidase. Symptoms are ongoing.